Event description:
It was reported that the pt underwent an l3 corpectomy on (B) (6) 2009. The end cap came loose from the main body of the implant between 4 and 6 weeks post-op. Reportedly, the pt is experiencing pain.

Manufacturer narrative:
(B) (4). Neither device nor film of applicable image studies were returned to the MFR for eval. We are unable to determine the cause of the event. A review of the device history records was not possible without add'l product info.